Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2017; bis-is-15 lead, adaptor implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial leads had stim and no capture at highest output. The leads were capped and a new endovascular lead was implanted. No patient complications have been reported as a result of this event.